Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the rate was unable to be adjusted. It was noted that the hanger was broken, the main printed circuit board was out of specification in an electrical manner and that an error (722) was in the error log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for evaluation following a nurse's request that it be checked. Per follow-up with the clinical engineer, the nurse reported: "cannot adjust pacer rate." Preliminary testing found no issue. The generator was returned for evaluation and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.